Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd slip tip syringe with attached needle was broken inside the kit before use. The following information was provided by the initial reporter: material no.: 309597, batch no.: 9076761. It was reported that a broken syringe was inside the kit when the patient's medication was delivered. Patient spoke with psm on (B)(6) 2020 and reported that a broken syringe was inside her kit when her medication was delivered. No sample will be returned. An investigation from becton dickinson is required. Which needle is this complaint referring to below? Dosing syringe with needle already attached. Did this complaint occur in or outside USA? In USA. Is the date of event known? Unknown. Was there any adverse events due to the reported issue? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request. Will samples be returned for investigation? Samples of dosing syringes and needles cannot be returned for further evaluation. Samples were discarded.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 ml bd slip tip syringe with attached needle was broken inside the kit before use. The following information was provided by the initial reporter: material no.: 309597 batch no.: 9076761. It was reported that a broken syringe was inside the kit when the patient's medication was delivered. Patient spoke with psm on (B)(6)2020 and reported that a broken syringe was inside her kit when her medication was delivered. No sample will be returned. An investigation from becton dickinson is required. Which needle is this complaint referring to below? Dosing syringe with needle already attached. Did this complaint occur in or outside USA? In USA. Is the date of event known? Unknown. Was there any adverse events due to the reported issue? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request. Will samples be returned for investigation? Samples of dosing syringes and needles cannot be returned for further evaluation. Samples were discarded.